Event description:
It was reported, the camera head had vertical lines in the image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: malfunction in the camera cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that since there was a failure in the camera cable, the internal charged coupled device may have malfunctioned. Therefore, normal communication was not possible, leading to the generation of the vertical line noise that was reported. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had vertical lines in the image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.